Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported leak between the texium closed male luer and the smartsite valve. It was reported that when the two pieces were disconnected, saline drops were noted leaking between the texium and smartsite. There was no report of patient/user harm.

Manufacturer narrative:
The customer¿s report of a leak between the texium closed male luer and the smartsite valve was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing resulted in no leaking. The root cause of the customer¿s report was not identified.

Event description:
The customer reported a leak between the texium closed male luer and the smartsite valve. It was reported that when the two pieces were disconnected, saline drops were noted leaking between the texium and smartsite .there was no report of patient/user harm.